Manufacturer narrative:
The sample was received for investigation: the sample was returned in an open secondary package. The sample included an ds, a shunt wrapped into a gauze inside the separate plastic bag and labels. The ds wire was pressed down. The ds wire protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the lot. The root cause is inconclusive - unable to verify as the ds trigger was operated and performed its functionality releasing the shunt (shunt was received separately from the ds). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the lot. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device procedure, the shunt was unable to be released while being inserted into the patient's eye. The procedure was completed with a new shunt. Additional information has been requested.